Event description:
Device 3 of 3. Reference MFR report: 1627487-2013-15602, 15603. The pt had 4 leads implanted (2 from the same lot and 2 from different lots) as parts of his scs system. It was reported the pt had been falling due to issues unrelated to his scs system. Subsequently, the pt was hospitalized and underwent surgery (unrelated to his scs system) which required his leads to be explanted. The pt indicated prior to the removal of his leads, he was receiving adequate stimulation. Since the leads were explanted the pt's pain is returning and he was advised to contact his physician.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.